Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted because the connection between the pump and the cylinders was broken. A new pair of ipp cylinders were implanted.

Manufacturer narrative:
Field change: d7.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted because the connection between the pump and the cylinders was broken. A new pair of ipp cylinders were implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of broken tubing was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of cause traced to component failure was chosen, as the reported events of fluid loss were confirmed through product investigation. A leak attributed to wear at a buckling fold was identified near the proximal end of one of the cylinder bodies. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted because the connection between the pump and the cylinders was broken. A new pair of ipp cylinders were implanted.